Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer was forced to rewind his insulin pump multiple times. Troubleshooting was performed and the drive support cap appeared to be normal. Customer's current blood glucose reading is 201 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump unable to prime during prime test due to faulty force sensor. No prime alarm noted. Insulin pump received with minor scratches display window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.